Event description:
A patient reported blood glucose results of 254 mg/dl, 154 mg/dl and 211 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.